Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and non-calcified vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.